Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was unsure if his settings on his insulin pump were correct. Customer stated that he was on vacation and the pump continued to beep throughout the whole week. Customer removed the battery to keep the pump from beeping. Customer was at work and refused to go to the hospital. Customer stated that he does not have a back-up plan. Customer mentioned that he would try to get a hold of a doctor. Customer's blood glucose was 500 mg/dl prior to calling and dropped to 384 mg/dl throughout the call. Customer refused to get help. Customer had symptoms of high blood glucose such as nausea. Customer stated that the insulin depletes within 5 seconds. Customer was receiving a no delivery alarm prior to removing the battery. Customer did not have the materials to troubleshoot.